Manufacturer narrative:
Manufacturer's investigation conclusion: a root cause for the infection as well a direct correlation to the device could not be conclusively determined through this evaluation. The evaluation of heartmate 3 lvas did not reveal any device-related issues. The patient received a pump exchange due to an unspecified infection. No alarms were reported for this event. The heartmate 3 lvas was returned assembled with the pump cable severed approximately 7.25¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port and the outflow graft bend relief was not returned. The apical cuff was not returned, and the cuff lock was fully disengaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The heartmate 3 lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The type of infection was not specified. The hm3 IFU lists infection as an adverse event that may be associated with the use of the hm3 lvas. Post implant of the second vad it was reported the patient expired due to kidney and respiratory failure. Patient had acute kidney injury post implant requiring dialysis, patient also had respiratory failure unrelated to lvad support. It was reported the outcome was not device or therapy related. The device was not explanted. No autopsy will be performed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 months, 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient received a device exchange on (B)(6)2019 due to infection. No further information was reported.